Event description:
I have severe pelvic pain from day one! The pain got worse and worse over time. In (B)(6) of 2013, I started a period that did not end for 3 weeks. Then a week after I stop I start again and bled until (B)(6). I again start a few days later and bled until the day before my hysterectomy (B)(6), 2014. My gyn stated essure was the cause of all my pain and issues as it was mostly in my uterus! So I had to have a hysterectomy due to the pain from essure!! And dr lie on his adverse report! My procedure was done in the hospital and I wasn't aware of any issues! I have essure (B)(4). (B)(4).